Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, there was a failure at bga components u104 (pxa) and u1003 (pld) on the pca board. The cause of the inability to charge the battery pack is the bga failure. The root cause of the bga failure cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it was resetting.